Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-33902. It was reported that the patient presented for replacement of both the right atrial and right ventricular leads due to noise. Fracture of both leads was suspected. The leads were explanted. The patient was stable.

Event description:
Additional information received notes that right ventricular lead noise was over-sensed.

Manufacturer narrative:
Additional information: b5 and h6.